Event description:
It was reported that a pt underwent a pelvic floor repair procedure on an unk date. After the procedure, the pt experienced significant dyspareunia. The pt, who is post-hysterectomy, has adequate vaginal length and depth but is very tender at the apex. The pt is post-menopausal and is on estrogen replacement therapy and is consistently forming granulation tissue at her cuff, despite multiple treatments with silver nitrate. The pt experiences spotting almost daily. At almost eight to ten months post-operatively, the pt also has an inflamed vagina, despite antibiotics and estrogenization.

Manufacturer narrative:
Date sent to the FDA: 05/29/2008. Formation of granulation tissue occurred, dyspareunia occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.